Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that, during device check, the right atrial lead noise was seen. Upon review, the electrogram had oversensing causing inappropriate automatic mode switching episode. Programming change was made. During the normal device change, the lead was tested via pacing system analyzer and was found to have normal electrical measurements. The lead was still being used. The patient was stable.